Manufacturer narrative:
H3: product ID 97755-s lot# serial# (B)(6) was returned for analysis and found the connector was damaged and had bent pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's (pt) representative regarding an external device. The reason for call was caller reported that the controller is not working and they think it needs a new battery since 3-4 days ago. Caller stated that the other day they were trying to help the patient charge their implant and the controller shut off and it could not be turned back on. Caller stated they reset controller and then it worked "decently". Caller also stated that it takes forever to charge the implant and now it takes even longer for the controller to find the implant before it starts charging. Pt representative (rep) stated now, the implant takes an hour to charge up. Agent walked caller through resetting the controller and checking for damage; caller stated that one of the pins is indented and almost completely missing on the recharger cord. Agent offered to call pt back tomorrow for further troubleshooting - caller declined. Caller unlocked controller and saw no device found; caller confirmed ins is at 0%. Agent recommended to mon itor implant charging with replacement recharger and can call back if assistance is needed. Agent reviewed stimulation on/off button. The issue was not resolved. An email was sent to the repair department to replace the recharger. During the call, pt rep stated the pt was in for an MRI and the hcp broke the clips on the back cover of the controller. Pt now uses tape to hold battery in. Agent sent email to repair to replace the back cover of controller. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd:, UDI#:. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating that they were having trouble charging the implantable neurostimulator (ins). Pt stated that the issue had been off and on for the last six months or so. Pt stated that last night they were charging the ins for almost two hours and the ins went from 40% to 50%. Pt stated that they always had a charging quality of excellent. Agent had the pt reset the controller. Pt saw no apparent damage to the equipment. Agent had the pt unlock the controller. Pt saw settings not available. Agent reviewed screen meaning with the pt and redirected pt to hcp to further address. The controller was at 70% and the ins was at 60%. Agent had the pt initiate an ins recharging session. Pt saw recharging excellent with the controller light flashing green. The equipment was working as intended. Agent reviewed best recharging practices with the pt. Pt stated that they had the ins charge up in 15 minutes before. Agent advised the pt to monitor the ins recharging and call back if needed.

Manufacturer narrative:
H6 and b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.